Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's detachable battery cable was found to be corroded and was replaced to address the issue.